Manufacturer narrative:
Batch review performed on 19-jan-2026. Lot 2411406: (B)(4) items manufactured and released on 05-jul-2024. Expiration date: 2029-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 9 months from primary the patient came in reporting anterior knee pain. The surgeon resurfaced the patient`s natural patella bone and upsized the insert from 12mm to 13mm. The surgery was completed successfully.